Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 68-year-old female with a history of cardiomyopathy acutely decompensated in the intensive care unit, and the clinical team elected to emergently implant an impella cp device for hemodynamic support. The device was successfully implanted, and a distal perfusion catheter was placed due to the patient¿s small vasculature. Following implantation of the impella cp device, the patient required additional circulatory support and was cannulated for veno-arterial extracorporeal membrane oxygenation (ECMO). She was subsequently transferred to a tertiary care center for ongoing management. On the following day, an elevation in liver enzyme levels was observed. On the third day, bleeding was noted from the ECMO cannulation sites, requiring a blood transfusion, and anticoagulation targets were adjusted. On the fourth day, the impella cp device was observed by the care team to be positioned beneath the papillary muscle, and the patient experienced episodes of ventricular tachycardia which the treating team attributed to the pump¿s malposition; however, the attending physician elected not to reposition the device due to concerns that it might exit the left ventricle. On the fifth day, the patient was decannulated from extracorporeal membrane oxygenation while remaining supported by the impella cp. The right ventricle was noted to be significantly dilated. On the sixth day, a large hematoma developed at the extracorporeal membrane oxygenation cannulation site but remained stable. The patient received one unit of packed red blood cells. Low platelet levels raised concern for heparin-induced thrombocytopenia. On the eighth day, the decision was made to explant the impella cp. The device was removed successfully without complications. While the impella cp is coded for the complications, ECMO was the primary device providing hemodynamic support, bleeding and hematoma source was the ECMO cannulation site, and the arrhythmia was due to the pump¿s improper positioning, while the distal perfusion catheter was due to the patient¿s small vessels. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
Upon review, it was identified that b1 (is product problem) was inadvertently omitted from the initial report and have now been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4 catalog and serial number were revised. The device was returned d9 was updated.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the cause of the organ failure, thrombocytopenia was not determined due to insufficient clinical details. The cause of the bleed was not determined due to insufficient clinical details. The cause of the hematoma was not determined due to insufficient clinical details. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position when the patient was being turned for chest x-ray.